Manufacturer narrative:
B3: event date was asked but is not known. Please see b5 for additional information. D10: section d references the main component of the system. Other medical products in use during the event include: product ID: hh90t01, serial: (B)(6) , product type: 2201-mobile platform product ID: a820, product type: software, software version: 2.0.1700 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown drug for spinal pain indications. It was reported that when opening the myptm (personal therapy manager) app, the loading screen would go to 90% and would take 3 minutes to get off. The patient also mentioned they could not go to bolus because the app was showing the service code 156 and they already restarted the handset multiple times. When asked for event date, the patient said 'it's going on for a while'. An agent walked the patient through clearing the data. The patient confirmed they were able access the myptm app without lag. The patient said they were in lockout screen that showed 49 mins. They could take 6 boluses, every after 1 hour, and the patient asked if the bolus they took went through. The agent reviewed information. Troubleshooting steps taken on the call resolved the issue. The patient would call back for further assistance.